Event description:
It was reported a patient underwent a lumbar decompression on an unknown date and a drain was used. The drain was removed on (B)(6) 2021 and drain "popped" during removal with some resistance felt. Upon inspection, drain line appeared broken. X-ray lumbar spine showed linear density projected over right iliac crest relating to drain. CT lumbar spine and pelvis on unknown date confirmed 7 cm retained drain fragment at superior iliac grafting operative side and deep subcutaneous fat of right lower lateral region. Additional information requested however not available.

Manufacturer narrative:
(B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. - what is the product code and lot number? - did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? - was the patient taken back to the operating room to remove the broken drain surgically? - if not already removed, are there any plans in place to remove the drain from the patient? - what is the current condition of the patient? No product available for return. (B)(4).